Manufacturer narrative:
H10:  additional manufacturer narrative: added additional conclusion coding to section h6

Manufacturer narrative:
Reference CAPA-20-0014.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. Mitral regurgitation (mr) in bioprosthetic heart valves occurs when the valve does not close properly in systolic phase, which results in retrograde flow of blood into the left atrium. Trivial/trace to mild amounts of mr are not unusual in bioprosthetic valves in the immediate post-operative setting, and is usually tolerated by patients. However, if the regurgitation worsens or becomes symptomatic, reoperation may be necessary. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and/or regurgitation in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx valve went in valve-in-valve procedure after an implant duration of five (5) years, five(5) months due to severe bioprosthetic mitral valve stenosis, elevated gradient, and moderate eccentric mitral regurgitation. The patient presented with new diastolic congestive heart failure and severe pulmonary hypertension. A successful tmvr was performed with a 29mm 9600tfx sapien 3 transcatheter valve with excellent results. The patient was discharged home on pod# 6.